Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) of 480 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids as well as insulin drip and was released from the ER. Reportedly, multiple occlusion alarms occurred and customer believed pump was not delivering insulin. Customer reverted to manual injections for alternate insulin therapy.